Event description:
Several lower than expected advia centaur digoxin values were obtained on several instruments during an internal study. These results were obtained as part of a precision profile, using controls, so no patient results were generated.

Manufacturer narrative:
This lot of digoxin reagents will be further investigated to determine the cause for the discordant results.